Event description:
This css console was not on a pt. Customer reported that while performing a console validation protocol, the wall air check valve failed to close when the wall air was removed. The check valve was removed and a large piece of "hard rubber" debris was found to be lodged in the valve. The debris was removed, the valve was reinstalled and the check valve performed as intended. The css console then successfully passed the console validation protocol. This alleged failure mode poses a low risk to a pt because it occurred during routine console checkout and was not on a pt. In addition, this failure mode does not negate the ability of the css console to continue to perform its life-sustaining functions when connected to an external air supply. The debris will be returned to syncardia for eval.